Event description:
A home patient (hp) contacted global technical services (gts) requesting assistance with set up on the homechoice (hc) unit. The hp stated that she did not open the clamp during prime and she had already connected. The hp stated there was air in the patient line. The technical service representative (tsr) instructed the hp to start over with new supplies. The hp confirmed to restart therapy with new set up. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in the patient line. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on information obtained during baxter's investigation, the root cause was determined to be due to user error. The patient stated the patient line clamp was closed during prime. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). (B)(4) spoke with the nurse who confirmed there was no adverse patient outcome or need for medical intervention associated with this incident. There are no samples available. The nurse advised the patient would have finished the box of product and discards the samples after each use. The nurse verified the patient follows the proper procedure and has not had any further similar incident.